Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that there was a volume discrepancy on the pump on (B)(6) 2018. The actual reservoir volume was 17cc and the expected reservoir volume was 4cc. A dye study was performed the same day and the hcp alleged that "there was a build up fluid behind the pump." The patient was being "substituted with oral meds" and an "investigation procedure" was scheduled for (B)(6) 2018. It was noted the patient started experiencing symptoms of withdrawal on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2012 explanted: product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a device manufacturer representative on (B)(4) 2018. It was reported that during the procedure on (B)(4) 2018 it was found that the pump connector was bent and not completely secured to pump. It was also found that there was a "tiny leak distal to the pump connector." The catheter was successfully revised and the patient was doing well. The affected device would not be returned and the patient's weight was provided. No further complications were reported.